Manufacturer narrative:
Additional information was received that the devices were explanted per patients preference.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Model number/catalog number: sc-2218-50,  serial (B)(4), batch/lot number: 15786501,   model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.